Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that upon inserting the strip into the adc device, "it does not show a blood drop" and was therefore unable to test. The customer "almost had a loss of consciousness and mouth a little to the side" and was treated with candy and sugar administered by caregiver. A healthcare professional arrived at the customer's home and administered treatment of insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Event description:
A caregiver reported that upon inserting the strip into the adc device, "it does not show a blood drop" and was therefore unable to test. The customer "almost had a loss of consciousness and mouth a little to the side" and was treated with candy and sugar administered by caregiver. A healthcare professional arrived at the customer's home and administered treatment of insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and optium xceed meter no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.